Event description:
It was reported that there was dislodgement of the atrial lead during cardiac surgery. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upon analysis it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism. The full lead was returned for analysis.